Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because postprocedure, mitral regurgitation increased and tissue damage was suspected. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to grade 1. On (B)(6) 2017, the patient was hospitalized with dyspnea and edema. Echocardiogram showed mr had increased to grade 4 and a small structure, approximately 2 mm in size, possibly chordae or torn leaflet, was noted to be floating near the two implanted clips. Both clips remained stable on the leaflets. On (B)(6) 2017, an additional mitraclip procedure was performed to reduce the mr. One clip was implanted lateral to the two previously implanted clips, reducing mr from grade 4 to 1-2. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported dyspnea, edema, tissue damage and mitral regurgitation (mr)could not be determined. The relationship to the device, if any, could not be determined. It should be noted that the reported patient effect of worsening mr, dyspnea, edema and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.